Manufacturer narrative:
The surgeon reported that he replaced the patient's lefort maxillary hardware, which enabled him to reduce the joint's dislocation. Now both joints are in position.

Manufacturer narrative:
The surgeon reported that the patient's devices are dislocated. The surgeon plans to perform an additional surgery.

Event description:
The surgeon reported that the patient's devices are dislocated.